Event description:
The subject device was returned for analysis and the device investigation revealed that the subject main coil was fractured/broken during use. Therefore, this event meets the requirements of a reportable event with an awareness date of 17-feb-2022 (vn)

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned coil was found to be broke/fractured, the main coil as found to be stretched and kinked/bent, the suture was found to be damaged and the coil delivery wire was not returned. Catheter friction functional inspection was unable to perform as the main coil was found to broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During the analysis the main coil was found to be broken/fractured, kinked/bent and stretched. The main coil suture was fond to be damaged as well. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported code 'coil in catheter friction' and to the as analyzed codes 'main coil kinked/bent', 'main coil broken/fractured during use', ' main coil stretched', and 'main coil suture damaged.'